Manufacturer narrative:
Section d9: a portion of the percutaneous lead was returned for evaluation on 22dec2022. The pump was returned for evaluation on 03jan2023. Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline (dl) wire damage that could have contributed to the reported low speed and pump stop events captured in the submitted log file. Hmii lvas, serial number (B)(6), was returned assembled with the dl severed approximately 1.5¿¿ from the pump housing. A distal portion of the dl was returned in one segment. Evidence of a previous distal-end dl replacement was observed on the distal dl segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the textured, blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. A distal-end dl replacement was performed on (B)(6) 2022 and approximately 19¿ of the external portion/distal-end of the dl was returned for evaluation. Electrical continuity testing of the dl was conducted, and all wires were found to be electrically intact. Visual inspection of the dl wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The dl was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the dl wires. The portions of the dl returned with (B)(6) were tested for electrical continuity in the condition they were received, and all wires were found to be electrically intact. Visual inspection of the 33.5¿¿ dl segment revealed breaches in the insulation of the yellow and brown wires approximately 30¿¿ and 31¿¿ from the controller connector, respectively. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wires or the underlying conductors. The returned portions of the dl were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage in the insulation of the dl wires. If the exposed conductors of the yellow or brown wires contacted the braided shield while operating on a tethered power source such as the power module (pm) or mobile power unit (mpu), the resulting short to ground would have resulted in the low speed events and pump stops that were confirmed through the submitted log file. Similar events could have occurred if the exposed conductors from the two different phases made direct contact with each other or simultaneous contact with the braided shield while the patient was connected to the pm/mpu or 14 volt (v) battery power. The pump was reassembled and functionally tested under normal operating conditions using a test distal driveline segment and a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Incidental findings of cosmetic damage and bunching to the outer silicone jacket were observed on the replaced external portion of the driveline were noted. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU rev. C and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The IFU and patient handbook further instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Document fab, heartmate ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced pump stops and low speed alarms while connected to the mobile power unit on (B)(6) 2022 at 05:32 and 05:42. There was a slight bend of the driveline internally near the pump. The patient was asymptomatic. The patient was placed on an ungrounded patient cable, a percutaneous lead repair was performed on (B)(6) 2022, and the alarms resolved. The maximum external length of the driveline was removed. On (B)(6) 2022, the patient underwent a heartmate ii to heartmate ii pump exchange due to short to shield. The patient was reported to be stable after the exchange.

Manufacturer narrative:
Missing patient information was requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.